Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for (B)(6) was/was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
Date of event: unknown. The date received by manufacturer has been used for this field. It was reported the bd vacutainer® sst¿ blood collection tubes had problems of erratic potassium level causing patients to have to be redrawn. No serious injury medical intervention.